Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): pump installed for 24 hours. 3 days later, remains in the diffuser about 30 ml. Pump filled with 240 ml. Drug: antibiotic.

Manufacturer narrative:
(B)(4). We have informed our production site accordingly. The results from reviewing batch history record in sap system of product easy pump ii lt 270-27-s, code (B)(4), batch no. 2f1128ed14, found that this batch was manufactured on the 11th of june 2012 and did not fund any non-conforming results. Our manufacturing process, we have sampling using sterile water for both in-process inspection before sterilization and final process inspection after sterilization, found that no defect of pump with slow flow rate. The results of flow rate testing after sterilization for product final release of all 8 samples are within specification. The reading are as follows: nominal flow rate: 10ml/hour. Sample 1: 9.40 ml/h. Sample 2 9.87 ml/h. Sample 3 10.97 mg/h. Sample 4: 10.15 ml/h. Sample 5: 10.08 ml/h. Sample 6: 10.73 ml/h. Sample 7 8.86 ml/h. A follow up report will be provided after the inspection results are available.